Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of intravascular extension sets and accessories leaked. The leak was observed from the end where the non-baxter syringe was attached. It was further reported that they stripped the little lugs off the end of the extension set when twisting so hard. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The date of the event was clarified as 09/06/2021. The actual devices were not available; however, a photograph was received and together with a retained sample, both were evaluated. Visual inspection on the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph. The reported condition was not verified. Visual inspection on the retained sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including gravity test and leak test and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.